Event description:
The customer reported fio2 (fraction of inspired oxygen) inaccuracy with the low flow blender. It was stated that the deviation is too big. There is no information regarding patient involvement with the incident.

Manufacturer narrative:
Results of investigation:the unit was repaired by the EU office. The service technician was able to verify and fix the fault by calibration.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The suspect device will be repaired by the EU office. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the infant flow sipap ventilator unit was having fraction of inspired oxygen(fio2) inaccuracy issue. At this time, there is no information regarding patient involvement associated with the reported event.